Event description:
It was reported that the unit was flaking during a procedure. It was further reported that the procedure was completed successfully and there were no reports of any delays.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.